Event description:
It was reported the lead exhibited capture and sensing anomalies due to dislodgement. Twiddler's syndrome was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.